Manufacturer narrative:
A complete analysis and testing of 1 opened and used enlite sensor found the sensor cannula retracted inside of the sensor. Unable to confirm if the customer received the sensor damaged due to the customer returned opened and used. The sensor was received intact no broken or missing parts noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
A customer reported via phone call indicating sensor issues on their insulin pump. The patient's blood glucose was 4.9 mmol/l at the time of the call. The customer stated that the sensor was not present upon removal. The cluster was advised to see a health care provider to make sure, however unlikely, that a piece of the sensor was not stuck in the customer's body. The customer was sent re[placement sensors.